Event description:
It was reported during a diagnostic laparoscopy the surgeon was placing the trocar, had to push hard to get it through the peritoneum, when it went through the shield did not engage and it pierced the bowel. The pt was opened, a general surgeon was called in. The bowel was repaired and the pt was closed. It is not known what trocar site is involved. There is no other info available at this time. The rep reports he will be speaking with the surgeon on monday, 12/1/97. 12/1/1997 the rep reports when they opened the pt they never did find the hole in the bowel. The pt was closed and is being discharged today. Post operatively the pt did fine, no complications developed. The surgeon stated sometimes the fat around the bowel appears as fecal matter.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation by the appropriate engineers and technicians are listed below. Visual inspections & results: "saddle" position, down; adjusting knob position, firing range; approximation lever function prope, yes; approximation lever position, down; cartridge batch number, dl5819; cartridge position, loaded; number of staples returned in cartr, none; other, no; safety position, unlocked and trigger position, closed. Functional tests & results: adjusting knob function properly, yes; adjusting knob past stop, no; indicator setting when fired, green arrow; retaining pin engage anvil properly, yes; safety disengage properly, yes; staples fire properly and staples form properly, yes. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and it formed all the staples as designed. There were no anomolies noted with the formation or the delivery of the staples. It should be noted that if torque is applied to the anvil of the instrument prior to engaging the retaining pin, the retaining pin may not engage in the hole properly and may cause the staples to be malformed. Additionally, it was stated in the rep's explanation on the checklist that the staples were not present. The batch history records were investigated and there were no anomolies noted for missing staples. This inquiry was originally reported as an rpo (record purpose only). Mfg and engineering have been notified of the reported incident.